Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2015, there were non-sustained ventricular tachycardia (nsvt) episodes with evidence of lead noise oversensing. (B)(4).

Event description:
It was reported that there was noise oversensing and pacing inhibition on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.